Event description:
The manufacturer received information alleging a patient with a rep dreamstation auto CPAP has passed away and the patient representative is requesting a shipping label to return the device. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. During the evaluation of the device, it was found that the device was in good condition. Additional information has been requested regarding the details of the reported death.